Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that suture placement in the right common femoral artery using three proglide devices using the pre-close technique via a 6f sheath hole prior to a thoracic endovascular aortic repair (tevar) interventional procedure. The sutures of three progllide devices were successfully placed. The sheath was upsized to a 24f, sheath and the tevar procedure was completed. Reportedly post procedure, the suture knots of the proglide devices were successfully advanced to the vessel wall and tightened (worked as intended); however, complete hemostasis was not achieved as significant blood oozing was noted. A vascular surgeon was called a small nick and spread incision cutdown was performed and a patch was placed to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. In this case it is possible a poor or partial capture occurred; however, this cannot be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.